Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during the surgery of lateral malleolar ligament reconstruction, the anchor was broken off, removed all the pieces. No additional information could be provided. The complaint device was received and inspected. The screw was broken from the middle section. Two pieces broken were received. Therefore, this complaint can be confirmed. Visual observation of the broken anchor indicates the external geometry of the screw was stripped near the broken part. The possible root cause can be attribute when tapping of the anchor is off angle or excessive force is used while tapping causing the screw to break in the middle. No information was available regarding the instruments used during the procedure. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:3915723, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported that during the surgery of lateral malleolar ligament reconstruction, the anchor was broken off, removed all the pieces. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.